Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Clear passage testing and pressure testing were performed with no issues noted. Leak testing was then performed and revealed a leak from the filter weld. The reported condition was not verified during the performed testing. The cause of the leak was determined to be due to a manufacturing issue. To address this issue, the supplier of the component has been notified of the condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp extension set was unable to be primed. The extension set was connected to a non-baxter extension set and being primed with a non-baxter syringe of lipids. The reporter stated the syringe size was either 30 cc or 60 cc. The reporter stated that the staff was manually priming the tubing, but was unable to push the lipids through the whole filter. The issue was resolved by replacing the filter tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.